Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer's blood glucose value was 49 mg/dl at the time of the incident. The customer reported low blood glucose while troubleshooting for loss of communication for sensor. Troubleshooting was not performed for low blood glucose. The customer was treated with food. The insulin pump will not be returned for analysis.